Event description:
The surgical procedure was canceled because a hole found on the valve housing during intraoperative flow testing and before the surgical site was to be sutured. It is believed that the surgical procedure was rescheduled. The valve is reported to have tested properly during preoperative testing.